Event description:
It was reported that an ilet pump developed a dark spot on the display that began small and progressively enlarged, raising concern about screen visibility and potential impact on use, and the device was replaced. Symptoms included no clinical symptoms. Outcomes included no clinical impact reported. Investigation included complaint intake review and photo assessment. Investigation of this case revealed a display abnormality consistent with progressive screen defect. It was concluded that the device exhibited a screen malfunction; a replacement was provided.